Event description:
It was reported that device was turned on during exposure to a theft detector or security gate at a casino. Following the exposure, the pt experienced a loss of therapeutic effect. At the time of the report, the pt was at home and the pt status was reported as good. No pt treatment or intervention was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.